Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the hospitalization due to low blood glucose. Customer stated that the basal rates are too high, they were set by physician. The current blood glucose reading is 135 mg/dl. Treated with food and glucose tablets. Customer experienced low blood glucose this morning. The blood glucose reading at the time of the event was 20 mg/dl. Customer transported to hospital by ambulance. Nothing further reported.